Event description:
Crew called to scene for a pt having a seizure. Upon arrival. Pt found in cardiac arrest, 0 pulse, 0 respirations. Initial shock given at 200 joules. Unable to administer 2nd shock due to battery malfunction. Batteries were rotated at 600 shift change. Showed fully charged on monitor display. Batteries have been replaced. No further problems have occurred.